Manufacturer narrative:
The device is unavailable for evaluation as it remains in situ. The root cause cannot be determined at this time. If any additional information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a precept k-wire broke off during surgery and was left in patient bone. This event occurred in japan.